Manufacturer narrative:
H6: added codes to type of investigation and investigation findings. H11: added the results of the investigation. Investigation summary: peripheral arterial ischemia/patient-device interaction: the cause of peripheral arterial ischemia/patient-device interaction can not be determined as insufficient clinical details were provided and no issue was found on the pump.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage e. After placement, pulses could not be palpated or detected by doppler in either lower extremity. The managing physician decided to place an external femoral bypass to mitigate leg ischemia. Other contributing factors included vasopressor requirements. Following bypass, pulses were present and the external bypass was patent. The patient was not a candidate for escalation of support. The plan was to attempt to wean and explant the pump in the next 12¿24 hours. The patient remained on support. Peripheral arterial ischemia may occur due to access-site vascular compromise, vasopressor use, and critical illness in the setting of large-bore femoral arterial cannulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report.